Manufacturer narrative:
Batch review performed on 25 june 2018: lot 166660: (B)(4) items manufactured and released on 14 november 2018. Expiration date: 11-01-2021 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other device involved. Mectacer biolox delta ceramic ball head 12/14 ø 32 size xl +7 reference 01.29.207 (lot 163454: (B)(4) items manufactured and released on 04 october 2016. Expiration date: 2021-09-21 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain and instability. The cause of pain and instability is unknown. The surgeon revised the head and liner. The surgery was completed successfully. Additional info received by medacta USA on the "4th july 2018": it is unknown if the instability caused the pain. No surgeon comment.